Event description:
A customer called with a complaint that the meter was not working properly. During the trouble shooting process, it was learned that there is at least one missing segment from the hundreds, tens, and units display. A request was made to return the unit for evaluation. In the meantime, a replacement unit has been provided.